Manufacturer narrative:
(B)(4). Through a follow up, it was learned that the abbott application support manager (asm) visited customer site on (B)(6) 2016 and saw the video of the case (the site did not provide the video to abbott). It was reported that although suction break happened during laser firing of the corneal bed, doctor continued without his foot leaving the footswitch. He let off his foot from the foot switch before side cut. Although asm recommended not exchanging the cone in this type of situation, doctor decided to replace it with new ring and cone. Doctor continued irradiation without changing the depth of the flap. Asm trained doctor to change the depth of the flap 40 micrometer deeper when changing the cone and the doctor knew it but he did not follow asm's advice. Patient information (visual acuity) was provided as follows. No best corrected visual acuity (bcva) decline at 1 week. Pre-op@lv 0.04 (1.5xs -4.5d =c-0.5dax110) ; 1 week post-op@ lv 1.5 (1.5xs +1.0d =c-0.25dax80) . No patient injury confirmed. (B)(6). Information in section f10 was provided by the manufacturer. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the surgery the suction ring came off. The physician immediately replaced the suction ring with a new one and restarted the surgery. The surgery was successfully completed.